Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) dislodged out of the pocket and was slightly protruding out of the body following a farm equipment accident to the patient¿s chest. It was also reported that the patient had trauma to the implant site as a result. The icm was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).